Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at third-party service center, visible foam particles were found, and the device was scrapped.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at third-party service center, visible foam particles were found, and the device was scrapped. The become aware date was incorrect on the original report. The become aware date has since been updated to 06/05/2023, to reflect when the third party service center found the black particles during the device evaluation.